Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the tamper seal was counterfeit on the bottom of the case. The device was cracked and chipped out on both front corners of top case also cracked on right plunger case and bottom case under the l-bracket and hand-written serial number on bottom case label, missing serial number in the display. The pump event history log review showed a motor rate error during occlusion test. The technician found the combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. The technician replaced the motor assembly, worm gear, leadscrew and clutch halves. Performed preventive maintenance (pm) and all functional testing which passed. Cleaned, greased and calibrated the device, and performed power up process, occlusion test and all functional tests which passed. Repaired and returned back plate and power cord with the pump. The root cause of the issue is normal wear as the device is over 14 years old.

Event description:
It was reported that the device failed preventive maintenance (pm). No patient injury was reported.